Event description:
The customer contact reported a leak. The tubing set was being used to deliver rituximab 600mg in 250ml of normal saline, at a rate of 20ml/hr, via a plum pump. At 1626, it was reported that the delivery was started. At 1650, the customer contact reported that the pt's wife noted that an unspecified volume of solution leaked onto the pump. It was reported that the nurse checked right away and found 2 drips on the pump and a water stain at the connection of the site chamber and the tubing of the tubing set. It was reported that 7.4ml had been delivered. No specific details were provided. The customer contact reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. The physician was notified; however, no medical interventions were required. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not rec'd. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.